Manufacturer narrative:
This report is submitted on october 14, 2019.

Event description:
Per the clinic, the patient experienced infection and was treated with IV antibiotics, subsequently the patient underwent wound debridement and drainage at implant site. The issue could not be resolved resulting in the decision to explant the device on (B)(6) 2019.